Event description:
In 2007, the patient took her dog for a walk and she began to feel ill, her vision became "foggy" and she experienced tachycardia and she lost consciousness. A co-worker called the ambulance and the patient disconnected from the infusion device while in the ambulance and she was given a glucose IV. Her blood glucose measured 52 mg/dl. At approximately 5pm the patient's blood measured 134 mg/dl. She then had dinner and her physician programmed a temporary basal rate decrease. At 9pm her blood glucose measured 389 mg/dl and she bolused 10 units of insulin through her infusion device. At 10:30 pm her blood glucose measured 314 mg/dl and she bolused another 8 units of insulin through her infusion device. At 11:30 she was discharged from the hospital with a blood glucose of 200 mg/dl. When she arrived home she disconnected from the infusion device to shower and her blood glucose decreased to 43 mg/dl. She ate chocolate and biscuits and drank milk to elevate her blood glucose. Her normal blood glucose is around 100 mg/dl. The patient switched to another infusion device. No further information is available. Product requested to be returned for evaluation